Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the event broken connector for camera was caused due to damaged video socket. Moreover, the most probable cause of the malfunction found during the investigation was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited purple vertical lines in the image, the device had a defective receiver module. There was no patient involvement.